Manufacturer narrative:
Date sent to the FDA: 12/21/2020. Additional information:d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-16122020-0000862309 submitted for adverse event which occurred on (B)(6) 2012. Mwr-16122020-0000862311 submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011, and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012 due adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2012, due to recurrent incisional hernia and adhesions. It was reported that the patient experienced pain. No additional information was provided.